Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump got wet. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found fluid ingression on the lens, dso seal, chassis area, and the lcd display. The event history log was unable to be reviewed due to the device being unable to boot up. Functional testing was able to confirm the reported problem. Multiple assembly lines on the device got wet. The device is beyond economical repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
While performing a review of file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-04152 is no longer considered reportable, please disregard any reports associated with it.